Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. This 6 fr impulse guide catheter and a watchman access system (was) were positioned in the patient. The was hooked up to a 30cc syringe, possibly smaller. There was no active fluid in or out. The impulse catheter was inside the was. They injected the impulse with contrast and air was introduced into the manifold. Angiography revealed small micro bubbles at the tip of the left atrial appendage. The bubbles resolved without any adverse effect to the patient. The procedure was continued with this device and completed successfully. No further patient complications were reported and the patient's status is fine